Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient's x-rays received. Upon review of the x-rays it was noted the patient had a dislocation update rec¿d 11/1/2013¿ pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: 11/26/2013. Update ad 02 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges elevated metal ions. However, liner was non-metal. Added stem on ip due to alleged elevated metal ions, patient harm, lawyer, surgeon, facility name and revision hospital. Updated patient's initials.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). No code avaliable(3191) was coded to capture the surgical intervention.

Event description:
It was reported that the patient died on (B)(6) 2016 due to cerebral herniation secondary to intracerebral hemorrhage. On (B)(6) 2011, patient underwent a closed reduction due to posterior dislocation of the right total hip arthroplasty. No revision notes reported on the medical records.